Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, while advancing the integrated balloon to balloon the polymer rings, while the delivery system was still tethered to the graft, the graft jumped forward and the polymer rings covered both renal arteries. The physician was able to wire and to place stents in both renal arteries, but there was an unresolved type 1a endoleak. The patient is stable and currently being monitored and will be evaluated for the endoleak at the 30 day follow up.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, while advancing the integrated balloon to balloon the polymer rings, while the delivery system was still tethered to the graft, the graft jumped forward and the polymer rings covered both renal arteries. The physician was able to wire and to place stents in both renal arteries, but there was an unresolved type 1a endoleak. The patient is stable and currently being monitored and will be evaluated for the endoleak at the 30 day follow up. Additional information: an internal clinical assessment determined there was reasonable evidence to suggest a type ii endoleak (non-device related) from the lumbar artery occurred that was not in the event as reported. The type ii endoleak was discovered during a review of the CT scan dated (B)(6) 2022.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak is confirmed. The dislodged/displaced implant (proximal component) is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak from the lumbar artery occurred that was not in the event as reported. The type ii endoleak was discovered during a review of the CT scan dated 07nov2022. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were additional endovascular procedure due to left and right renal artery occlusions (polymer rings covered left and right renal arteries) necessitating bilateral renal snorkels (occlusion resolved). The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.